Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the main board as a pre-caution.

Event description:
The customer reported that the ventilation does not shut off correctly, it restarts instead of shutting down. While in service, a review of the event trace revealed several inop conditions. This reported issue was found in service, therefore there was no patient involvement.